Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of a case where a pt has developed endophthalmitis following the implantation of a t-flex aspheric 623t intraocular lens.

Manufacturer narrative:
(B)(4). The t-flex aspheric 623t intraocular lens is not available in the united states of america. However, the lens is manufactured from the same material (hydrophilic acrylic) and c-flex aspheric 970c intraocular lenses which are available in the united states of america. Therefore, it is possible that endophthalmitis could occur with devices that are available in the united states of america. Within the initial notification of this complaint, rayner were informed that the physician did not believe that the development of endophthalmitis was lens related. Rayner has not been informed of any planned corrective action to be taken by the healthcare facility. Our review of production records of the t-flex aspheric 623t batch 011e18861 confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within specification. Complaints since january 2011, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been received against the t-flex aspheric 623t batch 011e18861.